Event description:
Boston scientific received information that this right atrial (ra) lead exhibited lead safety switch (lss). It was noted that several atrial episodes with noise which was oversensed with pacing inhibition but did not result to asystole of more than 2 seconds. During general device changeout for normal battery depletion (nbd), the ra lead insulator was found out to be damaged. Boston scientific technical services (ts) discussed the possible cause of the issue. Additional information obtained from the field representative that a low out-of-range (oor) pacing lead impedance (pli) triggered the lss. The lss alert was reset and daily measurements were stable. The insulation issue was not conclusively determined. The ra lead was surgically abandoned and was replaced with a new lead successfully. This ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.